Event description:
Complaint reported when the flexi-seal kit was opened the filling lumen was detached from the silicone probe.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported the product was not used on the patient. Additional information was requested but, no additional patient or event details have been provided to date. Should additional information become available, a follow-up report will be submitted.